Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots had occurred. Visual inspection revealed that the battery compartment was cracked above the bumper pad and through the u-groove. The returned battery cap threads were found to be stripped and the spring was observed to be missing. The pump was not able to be powered on using the returned battery cap. A test battery cap was used to complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.